Manufacturer narrative:
Information was rec'd from a distributor who is not required to complete form 3500a. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion. Insufficient bone clearance around the base plate, interface with retractors, etc. Could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. However an exact cause cannot be determined with certainty. Evaluation: the device history record has been reviewed and the lot in question was produced, inspected and packaged within established and validated process parameters. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to the glenosphere disassociating from the baseplate.